Event description:
Patient reported over last month worsening shortness of breath, has md appointment in a few weeks. Patient also reported while preparing cassette for remodulin , internal bladder so full looks like ready to burst. Recommended removing air, but it just leaked out of top. Advised to discard. Confirmed lot #4295885. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved mixed new cassette with different lot number. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.